Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to d4: device serial number corrected from (B)(6) to (B)(6). Correction to a: patient information updated to reflect corrected device serial number.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that review of device data was requested for this pacemaker system after an unrelated lipoma removal from the patient's leg. The health care professional (hcp) was concerned that the patient's heart rate was in the 40s, but technical services (ts) discussed the lower rate limit (lrl) was programmed to 40 beats per minute (bpm). Review of stored episodes revealed rv noise with oversensing, and rv lead fracture was suspected. At this time, the rv lead was programmed to unipolar pacing/bipolar sensing. This pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to d4: device serial number corrected from (B)(6) to (B)(6). Correction to a: patient information updated to reflect corrected device serial number.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction to d4: device serial number corrected from (B)(6). Correction to a: patient information updated to reflect corrected device serial number.

Event description:
It was reported that a red alert was identified via remote patient monitoring of this pacemaker system due to a lead safety switch (lss) triggered by a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that review of device data was requested for this pacemaker system after an unrelated lipoma removal from the patient's leg. The health care professional (hcp) was concerned that the patient's heart rate was in the 40s, but technical services (ts) discussed the lower rate limit (lrl) was programmed to 40 beats per minute (bpm). Review of stored episodes revealed rv noise with oversensing, and rv lead fracture was suspected. At this time, the rv lead was programmed to unipolar pacing/bipolar sensing. This pacemaker and rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system had been programmed with a lower rate limit (lrl) of 40 beats per minute (bpm) and had already been switched to unipolar since april. There were no plans to revise the right ventricular (rv) lead at this time, as the patient was not pacer dependent and paced less than 1 percent of the time. It was also noted that all other rv lead measurements were within range. This pacemaker and rv lead remains in service. No adverse patient effects were reported.